Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was unable to be confirmed. As received, the monitor was unable to power on. Upon investigation, there was thermal damage to multiple low voltage components. The cause of the failure was isolated to a shorted (B)(4). The shorted component caused high voltage to deviate to low voltage circuitry, damaging multiple components on the defibrillator pca and computer/analog board. The root cause for the shorted (B)(4) was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.